Event description:
A health professional reported that an ophthalmic phacoemulsification (phaco) handpiece presented no phaco power during a cataract surgery. The procedure was completed successfully by replacing the handpiece with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample revealed no visual nonconformities. The phaco handpiece was connected to a calibrated resistance breakout box, where the output impedance was found to be out of specification. The returned phaco handpiece was connected to a calibrated vision system. The phaco handpiece tuned successfully but displayed system message (sm) [ultrasound handpiece failure ¿ handpiece voltage low (short circuit)] during a five minute burn-in test with the system set at 100% ultrasonic and torsional power. A u/s stroke and torsional stroke measurement was performed and found the torsional stroke measurement to be out of specification. Dissembling the handpiece revealed nonconforming dissipation crystals. The customer reported event was confirmed through which found nonconforming dissipation crystals. A phaco handpiece non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event can be attributed to nonconforming dissipation crystals; however, how or when the dissipation crystals became nonconforming remains inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).